Manufacturer narrative:
Vyaire medical file identification: (B)(4). A combination of blower failure and insp valve or device leaky was triggered. With that, inspiration valve test failed. After updating the software, it shows "moog blower start retry" message in the logs. Since it is a known issue with moog blower units, vyaire medical will replace the main electronics under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is giving alarm 401-inspiration valve or device leaky. Furthermore, there was no patient involvement associated from the reported event.